Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that during patient use of a vela ventilator the dc status indicator was always illuminated in red when charging the internal battery. The ventilator was not able to power on when the ac power supply was unplugged. The patient was moved to another ventilator. The customer stated there was no patient harm.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was isolated to a defective mosfet q210 on the l-board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.